Event description:
Hcp reports lead fracture and separation of wires from sheath. Cessation of therapy. Lead fragment retained. Attempted removal under x-ray. Lead fragment remains in pt with scheduled removal end of september 2005. The device was explanted and returned to the MFR for analysis.